Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was defibrillated at a hospital and developed an irritated/raw area. The area is under the lifevest and is being exacerbated irritated by the lifevest, with some open skin. There was no alleged device malfunction contributing to the irritation. Patient had a&d ointment by a nurse. Follow up indicated that the skin irritation is better now.